Manufacturer narrative:
The clinical patient ID is (B)(6). The patient's date of birth is (B)(6). The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). Study source - (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right/left upper lobe of the lungs. No issues noted with the device. According to the complainant, on (B)(6) 2017 the patient developed asthma that was treated with steroids. It was necessary to extend the patient's hospitalization due to this event. On (B)(6) 2017 the patient recovered from asthma. On (B)(6) 2017 the patient was discharged from the hospital. On (B)(6) 2017 the patient developed bacterial asthma and was presented at the emergency room. The patient was treated with an unknown medication. The exact type of medication administered to treat the bacterial asthma was not reported. It was necessary hospitalize the patient due to this event. On (B)(6) 2017 the patient recovered from bacterial asthma. The date of the patient's discharge from the hospital was not reported. On (B)(6) 2018 the patient developed bacterial asthma and was presented at the emergency room. The patient was treated with an unknown medication. The exact type of medication administered to treat the bacterial asthma was not reported. It was necessary hospitalize the patient due to this event. On (B)(6) 2018 the patient recovered from bacterial asthma. The date of the patient's discharge from the hospital was not reported. On (B)(6) 2018 the patient developed bacterial asthma and was presented at the emergency room. The patient was treated with an unknown medication. The exact type of medication administered to treat the bacterial asthma was not reported. It was necessary hospitalize the patient due to this event. On (B)(6) 2018 the patient recovered from bacterial asthma. The date of the patient's discharge from the hospital was not reported.